Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via merlin.net transmission. The patient did not receive therapy during the oversensing. Programming changes were made and no more episodes were observed with-in 24 hours. The patient condition was stable.

Event description:
New information received notes that the patient presented via merlin.net and the device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Recommended programming changes were made.